Event description:
It was reported that there was a power-on-reset (por) conditional. The reason for the por was not reported. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).